Event description:
It was reported via repair work order that the nurse call was not working due to a missing cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the nurse call was not working due to a missing cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with conclusion results.